Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified 1mm proximally from the proximal markerband. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found a kink at 60mm distal to the strain relief of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified mid-left anterior descending artery. A 06/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured and there was pinhole. The balloon was simply pulled out from the patient's body and the procedure was completed. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified mid-left anterior descending artery. A 06/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured and there was pinhole. The balloon was simply pulled out from the patient's body and the procedure was completed. No complications were reported and the patient was stable post procedure.